Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Allegedly, the customer reused their cartridge. Customer changed supplies to resolve the issue. Customer¿s blood glucose was between 72-180 mg/dl.